Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg due to pocket depth. It was noted that the patient gained weight. Device malfunction was not suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.